Event description:
It was reported that the mobile programmer performance was sluggish during a procedure. The r-wave was not displayed. It was possible to measure resistance. It was noted that there appeared to be a communication problem with the mobile programmer. The heart rate d isplayed on the upper portion of the mobile programmer display froze and sensing was becoming lost at that stage. When the heart rate value was changed it was then possible to view the sensing, but there appeared to be a lag in the displayed heart rate and the mobile programmer system appeared to have a communication issue. The user changed the surgical cables and force closed the mobile programmer, however the issue still recured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application performance was sluggish was confirmed. Analysis of the service logs found the customer comment that the mobile programmer application froze was confirmed. Analysis of the service logs found the customer comment that there was a lag of the displayed heart rate on the mobile programmer application was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h.6. Device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the mobile programmer responded after approximately ten to twelve seconds.